Manufacturer narrative:
The customer informed the remote service engineer (rse) that the touchscreen was unresponsive, but the power button and accept button were working. The device was inspected to see if there were any loose connections, but no connections were found to be loose. The connections were unplugged and reconnected to see if there were any changes, but none were found. Philips was unable to confirm the final disposition of the device because the customer rejected the quote for onsite labor, refusing service. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Multiple good faith efforts (gfe) were attempted to obtain information about the device use at the time of the event. No response or further information was received from the customer regarding if the device was in use or out of use at the time of the event. No patient harm reported.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was unresponsive. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the touchscreen was unresponsive, but the power button and accept button were working. The device was inspected to see if there were any loose connections, but no connections were found to be loose. The connections were unplugged and reconnected to see if there were any changes, but none were found. This investigation is ongoing.